Event description:
Additional information received identified the infection was resolved.

Event description:
Additional information identified the patient experienced a (B)(6) infection. The physician prescribed the patient antibiotics. In turn the patient was hospitalized for three days post explant of scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. In turn, the scs system was explanted.